Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultra meter had a "battery indicator issue." The medical affairs specialist (mas) was able to correspond with the patient by telephone on july 18, 2008 and classified the complaint based on the following information received from the customer. The patient stated that she is supposed to test her blood glucose 3 times a day, but reportedly does not strictly tests 3 times a day. She tests her blood glucose according to her feeling. The patient manages her diabetes via metformin 500 mg in the morning and humulin insulin (set-amount) 60 units at 8 am and 54 units at bedtime. The patient stated that the battery indicator issue began about two weeks prior to contacting the lfs (date and time unknown). The patient reportedly continued taking her usual diabetic medications following the reported issue. At an unknown day at 1 am, after the reported issue, the patient reportedly experienced symptoms of "perspiration and clamminess." In addition, the patient also stated that she was "disoriented, had difficulty in swallowing and was not able to see properly." The patient indicated that she usually experiences these symptoms during hypoglycemia situations. The patient reportedly could not test her blood glucose during the symptoms. The patient stated that she did not eat well during the dinner and then took her usual dose of insulin (humulin 54 units) at bedtime prior to the reported symptoms (timings not known). The patient reportedly took some sweets and she reportedly felt better after sometime. The patient was not tested on any other meter. At the time of troubleshooting, it was verified that this was not a new product and the patient never replaced the batteries per the owner's manual (use-error). Replacement products were sent to the patient. There is no evidence that the subject meter malfunctioned since during the troubleshooting, it was found out that the customer never replaced the batteries per the owner's manual (use-error). This complaint is being reported because the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the reported issue and she reportedly was unable to test on the subject meter during her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.